Event description:
Determined to be reportable based on analysis. It was reported that during an unspecified procedure, there was difficulty crossing the lesion. The 80% stenosed lesion was located in mildly calcified and severely tortuous circumflex. The 2.50x16mm taxus liberte paclitaxel-eluting coronary stent system was unable to cross the lesion. This procedure was completed with a plain old balloon angioplasty. The pt status is listed as good with no complications reported. Device analysis indicates stent damage.

Manufacturer narrative:
Initial visual examination of the returned unit revealed proximal stent damage. The proximal side of the stent was damaged on its first to third rows with struts severly misaligned and raised vertically. A visual examination revealed a kink along the entire length of the hypotube. The balloon and tip sections were visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.